Manufacturer narrative:
Operator error. No malfunction suspected. The end user reported running into a tree branch while operating the power wheelchair on a roadway and subsequently going down a hillside backwards. The end user also reported not using the seat belt. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass" and "[t]o avoid serious injury or death: always use the seat belt."

Event description:
The end user reported running into a tree branch while operating the power wheelchair on a roadway and then going down a hill backwards. The end user reported not wearing his seat belt.